Manufacturer narrative:
Per the clinic, the patient was hospitalised overnight (specific date and duration not reported). This report is submitted on august 15 2023.

Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the clinic, the patient experienced trauma to the implant site (specific date not reported) leading to extrusion of the receiver/stimulator. The patient also developed mrsa infection at the implant site. Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.